Event description:
It was reported that an alert identified as ¿65¿ occurred on an ilet device during training, and after a guided restart, the alert recurred, leading to the replacement of the device; the issue involved the audio alarm not being audible and an audio over/under current condition consistent with an alarm malfunction in the audio subsystem. Symptoms included no reported changes in blood glucose. Outcomes included continuation of therapy via replacement device without clinical impact. Investigation included review of device history and in-use troubleshooting, including verification of the alert in device logs and instructions to restart and then shut down the device prior to replacement. Investigation of the returned device revealed a malfunction of the audio alarm function associated with the device¿s audio component, consistent with an electrical over/under current condition. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction related to the audio alarm circuitry.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.